Manufacturer narrative:
D4: unique identifier (UDI) #: the UDI number only will contain the device identifier (01) as the lot number (10) was not specified. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of non-dehp y-type catheter extension sets leaked. This occurred during infusion of parenteral nutrition (pn) and lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.